Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual and microscopic inspection confirmed that the dilator tip was damaged. Functional testing was performed, and the sheath was able to achieve and maintain deflection.

Event description:
It was reported that there was a defect in the dilator. During preparation for an ablation procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. While preparing the sheath, it was observed that there was an anomaly in the fabrication of the dilator. The device was replaced, and the procedure was completed successfully without patient complications. The device was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that there was a defect in the dilator. During preparation for an ablation procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. While preparing the sheath, it was observed that there was an anomaly in the fabrication of the dilator. The device was replaced, and the procedure was completed successfully without patient complications. The dilator is expected to be returned for analysis.

Manufacturer narrative:
Additional information was provided in section h6 evaluation conclusion codes and h11 additional MFR narrative. Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was returned with the dilator still inserted, resulting in the removal of the dilator for further analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive in the location where the valve hub bonds to the sheath shaft. Testing confirmed that the dilator tip was likely damaged after insertion into the sheath during the procedure preparation due to the excess adhesive in the inner diameter of the proximal end of the sheath.

Event description:
It was reported that there was a defect in the dilator. During preparation for an ablation procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. While preparing the sheath, it was observed that there was an anomaly in the fabrication of the dilator. The device was replaced, and the procedure was completed successfully without patient complications. The device was received for analysis.